Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was 847 mg/dl. Customer administered a correction bolus via pump to address bg level. Replacement pump was sent to customer to resolve the issue.